Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 23 months of support on the lvad, the patient was transplanted. The patient had experienced strokes. The hospital is unsure of pump involvement.